Manufacturer narrative:
Implant loss is known to occur, considered in the risk management file and communicated in the IFU. There are no indications that the occurred is a result of manufacturing or component failure. These incidents do not involve serious injury and are not considered as safety issues, but they are reported due to the intervention required for the patient to be able to continue using the bone anchored hearing system.

Event description:
The patient reported a head trauma to the implant site with a subsequent implant loss. The complaint was received by the manufacturer 10/03/2017 with additional information received 10/23/2017 that it was originally reported to the importer 09/08/2017.